Event description:
It was reported that this right ventricular (rv) lead had a big increase in the capture thresholds and the pacing impedance has been gradually increasing for months, from about 500 ohms to 1972 ohms in the most recent measurements. The patient suffers from atrial fibrillation and complete heart block with ventricular rate down in the 30 beats per minute. Technical services recommended a safety margin programming for this rv lead, a chest x-ray to determine current position and cautious monitoring. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).